Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the 8mm cadiere forceps instrument snapped at the wrist during the case and it was difficult to remove.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.